Event description:
The sales representative reported a revision surgery due to patient infection. The surgeon removed all tkr components and then placed a cement spacer with antibiotics and a temporary patella and tibial insert. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation that would result in patient infection.